Event description:
The event occurred on an unspecified date in (B)(6) 2024 involving a 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer where the customer reported that the parents noticed leaking from bed onto floor. The rn assessed the situation and found med tubing between peripherally inserted central catheter (PICC) line and manifold to be cracked and leaking. Neonatal nurse practitioner (nnp) [name redacted] called. Manifold hooked up directly to PICC line per nnp. No more leaking noticed. Medication involved was tpn and lipids. The crack was approx. 1 to 11/2 cm in length, straight up and down of the tubing. There was patient involvement (5 days old male), unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Manufacturer narrative:
Received one used list# 144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer; lot# 13947271. A crack was observed on the female luer. The reported complaint of a leak could be confirmed. The returned sample was observed to have a crack on the female luer causing the leak. No mating device was returned for investigation. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.